Event description:
The account reported the right head side rail will not latch. The bed was located in the mechanical shop at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the right head side rail center arm is broken. The technician found the right head side rail had been raised against a fixed object to cause the damage. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right head side rail center arm assembly to resolve the issue. Based on this information, no further action is required.